Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the manufacturer. The complaint was confirmed. The illumination fibers at distal tip were found to be damaged and scratched. Particles were also found under the proximal cover glass. The distal tip of the device may have been damaged due to user mishandling. When the distal tip is damaged, debris ingress into the device is possible. However, given the information provided we cannot discern a definitive root cause for what caused the particle ingress into the proximal end of the device. The device was repaired, and returned to full working condition. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that the scope has a scratch at the tip. The issue was identified during a shoulder scope surgery and another mitek scope was utilized to complete the procedure. There was a 1 minute delay to surgery and no patient harm has been reported. No further detail provided.